Manufacturer narrative:
Investigation summary: a review of complaint history did not identify any adverse trends. Root cause: insufficient information. Source: email.

Event description:
Customer reported seeing false positive result on sofia sars test. Multiple attempts to reach customer were done and additional details were requested but no further information was given.